Manufacturer narrative:
We are waiting for the evaluation completion. We are unaware about patient injury.

Manufacturer narrative:
The laser system was replaced in order to speed-up the process, then the complained product was evaluated by the manufacturer. The problem was due to settings parameter in "service mode". We are unaware about patient injury.

Event description:
The laser system has the following problem: "low power". No adverse effects to patient were reported.